Event description:
The reporter stated the surgeon was attempting to advance a three piece silicone lens model aq2010v into the patient eye and the lens tore and doctor noticed a capsule tear. The surgeon removed the lens and performed a vitrectomy and put another model lens in the patient's eye. This is one of two incidents that occurred to this patient. See manufacturer report number 2023826-2007-00540 for the other incident.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens is torn in half. There is clear surgical residue on the lens. A work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.